Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported a cartridge alarm (cartridge alarm 1) occurred. A cartridge change was performed resolving the issue and insulin delivery was able to be resumed. Customer's blood glucose level was 217 mg/dl.